Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water (a/w) cylinder and a/w channel was unable to be further specified. Moreover, no deformation of the cylinder/channel was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: suction cylinder has no color; plug unit has corrosion due to water leakage; due to wear of angle wire, bending angle in upwards directions does not meet the standard value; light guide lens had a crack; adhesive on bending section cover or distal sheath is detached; universal cord has a wrinkle; air/water cylinder had foreign objects and air/water tube had foreign objects. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned to olympus the evis exera iii colonovideoscope, had b30 (scope communication error) displayed. The issue occurred during the preparation for use. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device, found that the air/water tube and air/water cylinder, had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.